Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that medication leaked from the bd phaseal¿ protector p14j. Noticed during use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Investigation summary: one sample unit was received for evaluation by our quality engineer team. Upon inspection of the sample, it was observed that the protector properly fit the vial and no signs of leakage were found. As a lot number was unavailable for this incident, a production history review could not be completed and retained samples of the same lot could not be obtained from the manufacturing facility for further investigation. Based on the investigation results, a cause for the alleged defect could not be determined. It is recommended that the m12 assembly fixture is used to ease the connection of the protector product. Investigation conclusion: no leak was found. No defects were found in the protector. As the lot is unknown, retained samples and DHR cannot be reviewed. Based on the information above, it is no possible to established the root cause. It is recommended to use m12 assembly fixture to makes easier the connection.

Event description:
It was reported that medication leaked from the bd phaseal¿ protector p14j. Noticed during use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Event description:
It was reported that medication leaked from the bd phaseal¿ protector p14j. Noticed during use. There was no report of exposure, injury, or medical intervention noted.